Event description:
It was reported that a user experienced intermittent dexcom g7 continuous glucose monitor (cgm) signal loss that triggered a brief sensor issue alert while using the ilet bionic pancreas, after which readings resumed during the call and the user was advised to monitor. No clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention or hospitalization. User support included user education and basic troubleshooting performed during the call. Investigation of this case revealed a transient communication or sensor signal interruption with no persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent, non-reproducible event.